Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual evaluation of the returned parts confirmed transverse fractures just below the bend near the tip on two (2) of the instruments (lot 060717e17). The tips of the two (2) remaining instruments (lots 060717e17 and 110416j16) are chipped at the tip of the working ends of the instruments. Scratches consistent with regular use of the instruments were observed along the body of each instrument and minor pitting consistent with wear of the passive layer through normal use was noted on one (1) instrument (lot 110416j16). No discoloration was observed. Due to the fractured condition of the instruments, functional evaluation cannot be performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to application of excessive force. The instructions for use (IFU) for this product states in the section titled warnings and precautions: ¿avoid undue stress or strain when handling or cleaning instruments." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Lot number: the customer returned several instruments together, it is unknown which device was used in this event. The lots received are 060717e17 (qty. 3) and 110416j16 (qty.1). A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the instrument fractured during a procedure. There was no patient injury and no delay. Another instrument was used to complete the procedure.